Manufacturer narrative:
Covidien reference number: (B)(4). A third party service provider replaced the battery. The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The battery was placed into test station and measured at 0.3% of the rated capacity. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a full recharge, the ventilator was run on battery power, and it shut down. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.